Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding system error (se) 2240 (air in the set) during the initial drain on the home choice (hc). A review of the alarm log showed the system error 2240. The home patient (hp) stated the patient line was filled with air. The technical service representative (tsr) advised the use of new disposables. The peritoneal dialysis nurse (pdrn) contacted product surveillance (ps) on (B)(6) 2011 regarding the system error 2240 alarm. The hp did not follow up with the pd rn regarding the alarm, but the pd rn would contact the hp as further training may be necessary. No patient injury or medical intervention was reported. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during the initial drain was not confirmed due to lack of sample. The cause was undetermined. The labeling review found the labeling adequate for the possible use errors in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The additional investigation is being conducted through (B)(4).